Manufacturer narrative:
Event: the following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to having acute bilateral lower extremity venous thrombosis with extension into the distal inferior vena cava, bilateral pulmonary emboli, and adjacent pleuroparenchymal disease in the lung. The patient has a history of bilateral lower extremity leg swelling, lumbar disk herniation, and lumbar diskectomy. During filter implantation via the right external jugular vein, the optease filter was deployed in an immediate infrarenal position. No complications were noted. Approximately on or about nineteen days post implantation, an attempt to retrieve the ivc filter was made. During the attempted retrieval, the filter migrated distally to the junction of the right iliac vein stent and the ivc. Attempts to retrieve the filter at this point were unsuccessful and it was noted that withdrawal/removal of the filter was considered potentially more dangerous than leaving it in situ at the ivc bifurcation. Completion right iliocaval venography showed normal flow through both iliac vein stents. According to the information received in the patient profile from (ppf), approximately on or about nineteen days post implantation of the ivc filter the patient became aware of the alleged events and reports to have migration of entire filter other than to heart (distally to iliac vein junction), the device unable to be retrieved, the filter was embedded and could not be removed, an attempted but unsuccessful percutaneous removal procedure performed, pain at the site of the now migrated filter, and fear that the filter may become dislodged and cause further injury. The patient states that the site and position of the filter makes it ineffective for blocking blood clots and may cause clots in the future. As reported, the patient underwent had of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for ivc filter was acute bilateral lower extremity venous thrombosis with extension into the distal inferior vena cava, bilateral pulmonary emboli, and adjacent pleuroparenchymal disease in the lung. History includes bilateral lower extremity leg swelling, lumbar disk herniation, and lumbar discectomy. The optease filter was deployed in an immediate infrarenal position. No complications were noted. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, irretrievable after it migrated during a removal attempt. Approximately nineteen days post implantation, an unsuccessful attempt to retrieve the ivc filter was made. During the attempted retrieval, the filter migrated distally to the junction of the right iliac vein stent and the ivc. Attempts to retrieve the filter at this point were unsuccessful. Per the patient profile from (ppf), the patient reports unsuccessful filter retrieval attempt and migration of entire filter other than to heart (distally to iliac vein junction), the device is unable to be retrieved, the filter was embedded and could not be removed. The patient further reports pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, irretrievable after it migrated during a removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, migration and retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, irretrievable after it migrated during a removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following section g5 has been updated accordingly. No further additional information will be forthcoming.